Manufacturer narrative:
Product complaint (B)(4). H6. Component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What are the name and date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What is the lot number? 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 8. Where was the surgicel used (on what tissue)? 9. How much surgicel was used during the procedure? 10. Was the surgicel product left in place? Was the excess irrigated and removed? 11. What was the onset date of the infection? 12. What was the onset date of the sepsis 13. Were cultures performed? If yes, results? 14. What was the foci/origin of the sepsis? 15. Has any surgical or medical intervention been performed? 16. What is physician¿s opinion as to the cause or contributing factors to this event? 17. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection and sepsis? 18. What is the patient¿s current status? 19. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. The surgeon has stopped using the device, due to a patient infection that ultimately went septic. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 42 y.o female, 102.8 kg, bmi 40.15 2. What are the name and date of index surgical procedure? Left skin sparing mastectomy, left sentinel lymph node mapping and biopsy (B)(6)2024. What were the diagnosis and indication for the index surgical procedure? Left breast cancer clinical stage iib. Patient opted for a mastectomy for local treatment for her breast cancer and desires breast reconstruction which will be performed in a delayed fashion 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Pmhx: obesity s/p gastric sleeve, add, ibs, gerd, vitamin d deficiency. Allergies/intolerances: buproprion (excessive sweating), citalopram (sexual dysfunction), imitrex (worsening migraines). Concomitant medications: adderal 3o mg prn, duloxetine 60 mg daily, norco 5/325 prn, omeprazole 20 mg daily. 5. Was there any intraoperative concurrent use of other products? Isosulfan blue, lymphoseek, #7 flat jp drain. 6. What was the intended use of the surgicel? Hemostasis was it used to address active bleeding or used prophylactically? Prophylactically. 7. Where was the surgicel used (on what tissue)? Left chest wall muscle and in axillary area. 8. How much surgicel was used during the procedure? 3 grams. 9. Was the surgicel product left in place? Was the excess irrigated and removed? Yes 10. What was the onset date of the infection? 8/12/24. 11. What was the onset date of the sepsis 8/13/24. 12. Were cultures performed? If yes, results? Negative blood cultures (B)(6) 2024, aerobic cultures x4 (B)(6) 2024 all showing mssa. Anaerobic and fungal cultures x4 (B)(6)2024 all without growth. 13. What was the foci/origin of the sepsis? Site of left mastectomy 14. Has any surgical or medical intervention been performed? Initially received vancomycin and zosyn then transitioned to keflex. Exploration of left chest wall, incision and drainage performed (B)(6) 2024 15. What is physician¿s opinion as to the cause or contributing factors to this event? Given diffuse left chest wall myositis noted on surgical exploration in distribution of surgicel powder, surgicel powder was felt to be the nidus of infeciton 16. What is the patient¿s current status? Patient has recovered without apparent long-term sequelae. 17. What is the users experience w/ surgicel powder and other hemostatic agents? Dr miller had been using surgicel powder consistently for over a year without previous adverse event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.